Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that the handset was lagging at 90%. The patient stated they had a refill yesterday and met with the company representative regarding the 90% lag. The boluses were 4x day. When asked event date the patient stated it has been months and has gotten progressively worse. The agent walked the patient through clearing all apps and clearing data on the handset and the patient connected successfully to the pump and delivered a bolus. The agent recommended to monitor the issue and can call back if assistance is needed.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.